Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10g26065 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for mycobacterium in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown as the "clinic was still investigating the cause." On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment for the peritonitis was not reported. It was not reported whether dianeal therapy was ongoing. At the time of the report, the patient had not recovered from the event. The patient's concomitant medications were not reported. According to the nurse, the event of bacterial peritonitis with culture positive for mycobacterium was not related to dianeal pd4 ambuflex therapy.